Event description:
There have been five instances of this event and at least three patients involved. Four french dual lumen piccs are breaking at the white hub without any obvious reason. The catheter appears to be pulling out of the hub and three of these breaks occurred when the line was not in use. The five instances of this type of event had the device in place for 18 days, 21 days, 42 days, 24 days, and 18 days when the breaks occurred. All in pediatric patients - one patient is non-ambulatory, one patient was non-ambulatory in ICU for the majority of the time the line was in place, the other was non-ambulatory in ICU for the entire time the lines were in place. No reported issues with tubing or lines being pulled/caught. For all cases, the person who inserted the line was trained and certified in the procedure (an interventional radiologist). All of the piccs were sutured in place and covered with a dressing. The lines are flushed with a 10 ml-sized syringe. Flush volume: minimum 3-5 ml. These devices are stored on carts in a supply room - the catheters are in opaque packaging (sterile insertion tray).in one patient, the line was removed and patient completed treatment with peripheral vascular access and repeated venipunctures for labs. One patient requires ongoing, continuous infusion of vasoactive medications and so has had to undergo line replacement 3 times. Additionally, one incident necessitated hospital admission d/t fever and positive blood culture. Pt was treated with antibiotics inpatient for 5 days. One patient was critically ill throughout and required replacement of the line twice.